Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the popliteal artery using a 3fr 45cm non bsc sheath. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A non bsc microcatheter and a non bsc support catheter was used to cross the target lesion. After the 175cm and a 3g non bsc guide wires crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for predilation however the device was not able to cross the lesion. The physician advanced the balloon catheter as much as it could and the balloon was inflated before reaching the target lesion. However, the balloon ruptured at 12 atmospheres on the first inflation. The device was completely removed from the patient. There was no kink noted on the device prior to use. The 1.5mm x 20mm x 142cm coyote es balloon catheter was exchanged to a 1.5mm x 2mm non bsc balloon catheter but the balloon also ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.